Manufacturer narrative:
UDI= (B)(4). Analysis of the capio slim revealed that the carrier extends and retracts freely. The uphold lite mesh assembly was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior vaginal prolapse repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, when the physician tried to anchor the mesh using a capio slim, the needle carrier would not fully retract. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior vaginal prolapse repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, when the physician tried to anchor the mesh using a capio slim, the needle carrier would not fully retract. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.